Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient was at home preparing to eat dinner. The cgm was reading 120 mg/dl, and the patient self-treated with insulin. Less than 5 minutes later, the patient suddenly was confused and unable to concentrate, was disoriented, and had speech difficulties. When a fingerstick was taken the cgm was reading 120 mg/dl, and the blood glucose reading was 22 mg/dl. The mother called the paramedics, and the patient was treated by them with a glucagon injection. The patient recovered after treatment and no further treatment would have been needed, and the reading would have gone up to 198 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator before the patient self-treated with insulin. The reported glucose values fall within the d zone of the parkes error grid after the patient took the insulin and was disoriented.. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.